Manufacturer narrative:
Received one device. During visual inspection it was found that the downstream occlusion sensor (dso) seal was degrade. The complaint was confirmed during functional testing. The pcba (printed circuit board assembly), flex circuit and air detector is damaged and were replaced, additionally the dso sensor and seal, dso bezel, membrane, keypad membrane was replaced including corresponding labels. Performance verification test was performed: service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: may 2025 is the reported month and year of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette sensor was defective. There was no patient involvement.